Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had issue with the battery. The batteries did not last for the last preventive maintenance (pm). There was no patient involved or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the batteries (d146-00-0039) to resolve the issue. Performance and safety measurements.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units batteries did not last for the entire pm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.